Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was a medtronic field rep and the reason for the call was that they were unable to get the recharger to connect to the ins. The caller indicated that the patient had not charged prior to the appointment. When the recharger was trying to connect to the ins, in some instances it would connect with good coupling and then lose the connection. The caller indicated that the ins was not deep but it was tilted. The pa indicated that they also thought that the ins was tilted in the pocket. The caller indicated that they would continue working with the hcp on an evaluation of the ins position and contact ts for more information if necessary.